Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated and the lot number was not provided. The facility did report a possible item number. Without the sample and lot number a thorough investigation could not be performed. The facility declined any additional information when requested. No specific conclusions can be drawn. There are no other complaints of this nature against the reported possible part number.

Event description:
As reported by the user facility: "mag sulfate infusing in l&d. Physician ordered medication to be discontinued. Nurse removed tubing from pump, a few minuted later, nurse noticed IV was continuing to run, and pt was sob, and hot." Outcome of pt. "Survived." The facility declined any additional information when requested. The facility reported the machine was not quarantined and the investigation is closed. There is nothing more to discuss. If additional information is requested it must be sent in e-mail form. An e-mail was sent to the reporter as requested, however, a response was not received.